Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. The patient was hospitalized for the peritonitis and another indication. The patient was treated with unspecified antibiotic and heparin for the event. At the time of this report, the patient has recovered from the event and was awaiting discharge from the hospital. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow up, it was reported that on the same day as the event onset, the patient was treated with benzocaine, benzyl nicotinate, heparin sodium. Should additional relevant information become available, a supplemental report will be submitted.